Event description:
It was reported that before surgery the device had a thread and the screw damaged. Investigation results indicate motor speed was unstable. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is completed and there is no additional information available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2: foreign - event occurred in israel. Review of the most recent repair record identified the following related repair: the device had a thread and the screw damaged, motor speed unstable, control bar not in position. The machine head, bearings and screw, reciprocation arm, motor and sleeves were replaced. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Able to confirm reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.